Event description:
Pt was issued a temporary ID card while in the hospital that reflected one serial #, a month later, pt received card from st jude medical with another serial #. Then 2 months later pt received an ID card from st jude's that reflects yet another serial #. Pt is concerned about the device tracking system. Pt is demanding monetary compensation from st jude for the s/n mix-up.